Manufacturer narrative:
Inspected one random opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Cannot perform bts test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 339 mg/dl, 60 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.